Manufacturer narrative:
Additional information confirmed that the bottom portion of the driver tip fractured while placing a healing abutment. They were able to complete the procedure with another driver.

Event description:
Additional information confirmed that the bottom portion of the driver tip fractured while attempting to place a healing abutment. They were able to complete the procedure using another driver. No injury to the patient or damage to other devices were reported.

Manufacturer narrative:
This report has been relayed to provide additional information not included in the previously reported submission MFR# 0001038806 - 2020 - 01664 - 2. Pictures provided during the investigation confirmed the location of the fracture did not occur at the tip portion of the device. Upon reassessment of the reported event, it was determined that this malfunction is not likely to cause or contribute to a serious injury or death if it were to recur. As a result, this event does not longer meet the definition of a reportable malfunction. No further medwatch reports will be submitted.

Event description:
Event has been reassessed as the pictures provided during investigation confirmed the fracture was not located at the tip portion of the device. Therefore, this malfunction is not likely to cause or contribute to a serious injury or death if it were to recur. See h10 for details.

Manufacturer narrative:
A narrow right angle large hex driver tip 24mm (rash3n) was returned for investigation. Visual inspection of the as returned product identified worn markings due to usage and a fracture. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. Pre-existing patient factors, x-ray, tooth location are not relevant to the reported event. The length of the device usage is unknown. Pictures or x-ray images were not provided. DHR review was completed for the subject lot number (1238485). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1238485) for similar event and no other complaint was identified. November post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction did occur and the reported event was confirmed. A definitive root cause could not be identified. However, based on the investigation and risk file review, the most likely cause determined from the investigation is clinician inserts driver tip into handle with too much force and torque applied during placement/seating exceeds recommended value. Additional probable causes determined from the IFU are too many uses and trips through the autoclave, age of device, and customer error. The following sections have been updated: b4: date of this report d4: unique identifier (UDI) number g4: date received by manufacturer g7: checked "follow-up" h2: checked follow-up type h3: device evaluated by manufacturer h6: entered evaluation codes h10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
It was reported that a driver tip (rash8n) fractured during a procedure. No serious injury was reported.